Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini basket was used in the proximal ureter during a ureteroscopy procedure performed on (B)(6) 2022. Prior to insertion, the gemini basket was inspected and found the basket would opened and closed. The gemini basket was then inserted and captured a stone. However, the basket failed to open to release the stone. The handle was dismantled and the basket cage was broken off to released the stone. A different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a051104 is being used to capture the reportable issue of basket failed to release stone. Block h10: the returned mini-gemini was analyzed, and a visual inspection found the device with the basket in closed position, and the sheath torn and buckled/accordion at the proximal section. For the functional test, the handle was actuated, and the basket was not able to open or close due to the found issues. The two pictures provided by the customer were analyzed. First picture show one "mini-gemini", out of its original pouch where the device is visible inside a plastic bag; however, no issue was observed. The other picture shows the pouch with the information which matches with the complaint information. The reported event of basket failure to release stone was confirmed. Based on all available information, it is most likely that when the device was actuated, the axial force over the device buckled the sheath, causing the plastic deformation. When the device keeps being actuated, more buckling modes can be triggered, and eventually torn the sheath. This failure can occur in the nominal, worst and best scenarios of the sheath. Therefore, the most probable cause is cause traced to device design.

Event description:
It was reported to boston scientific corporation that a gemini basket was used in the proximal ureter during a ureteroscopy procedure performed on (B)(6) 2022. Prior to insertion, the gemini basket was inspected and found the basket would opened and closed. The gemini basket was then inserted and captured a stone. However, the basket failed to open to release the stone. The handle was dismantled and the basket cage was broken off to released the stone. A different device was used to complete the procedure. There were no patient complications reported as a result of this event.